Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown; therefore, the UDI number only will contain the device identifier (01). Multiple attempts to obtain additional information have been made; however, no further information was able to be acquired. The device was not returned, and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a novum iq pump under infused and a patient wasn't adequately medicated. During a transcatheter aortic valve replacement (tavr) in the cardiovascular operating room, the clinician had to continuously titrate neosynephrine ¿up to max 80mcg/minute¿ with no response in the patient¿s blood pressure (bp). The clinician began to troubleshoot and noted no drips were falling. The clinician obtained a new pump and restarted the infusion at 30mcg/minute and the patient¿s ¿bp immediately responded¿. No further information was available at the time of this report.